Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised there was the possibility that this phenomenon was attributed to the contact failure between the subject device and the endoscope due to the remaining the chemical agent on the electrical contacts the video connector socket or aging degradation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the endoscope and video processor was displayed during the inspection before use. There was no patient injury associated with this report. It was not provided the other detailed information.